Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to the primary failure of thermal damage to the bipolar yaw pulley between the grips, to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No damage found to the conductor wires. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to mishandling/misuse for example by insulation degradation and carbonized tissue creating a conductive path. The complaint regarding arcing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by site that is not related to the customer reported complaint was that the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.124¿ - 0.218" in length and were not aligned with the tube axis. Common causes of the failure mode scratch marks /abrasions instrument main tube are typical attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of the scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps instrument had sparks emitted during use. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with assistant professor and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The cannula was inspected prior to use. Arcing was observed between the jaws while the surgeon was dissecting tissue. The customer was activating bipolar energy on a force triad generator with setting under macro 60w. The instrument was connected properly. The prograsp forceps and maryland bipolar forceps were in use when the arcing event occurred. The instrument tips did not collide with any other instrument or tool during the procedure. The instrument tips were not in contact with tissue when the arcing event occurred. The jaws immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon believed the cause of the arcing event was due to damage or contamination of the instrument. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. No photographic images of the device(s) or a video recording of the procedure available for isi review.